Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Post-paced t-wave oversensing was noted on the patient's implantable cardioverter defibrillator. Myopotential oversensing was noted on the patient's right ventricular lead. The patient went into the office on (B)(6) 2019. Right ventricular oversensing was observed during valsalva maneuver and deep inspiration and holding of breath. Programming changes were made. Reproduction of the oversensing was unsuccessful post programming. The patient was stable. Related manufacturer reference number: 2017865-2019-13167.